Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, 4.0x24mm eccentric target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). The lesion was predilated with a 2.5x15mm non bsc balloon, leaving 60% residual stenosis. A 2.50x20mm taxus liberte stent was then advanced to the lcx; however, when the stent delivery system (sds) reached the calcified, 50% stenosed left main (lm), the sds was unable to advance through the lesion and the stent dislodged from the sds. The physician attempted to remove the dislodged stent from the lm, but the attempt was unsuccessful. The physician crushed the dislodged stent against the vessel wall with a 4.0x24mm non bsc stent and the procedure was completed. No patient complications were reported with the patient's current condition listed as stable.